Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was only the first device (quantity-1) used on the patient and found with the issue? Were other 6 devices visually inspected and found to have no barbs? Event date, procedure name. Did all 7 devices pulled from the same box?

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and barbed suture was used. During the procedure the suture was placed laparoscopically, no barbs were able to be identified on the suture. There were no patient consequences reported.

Manufacturer narrative:
The device was returned for evaluation. No defects or damage was observed. The barbs were present along of the strand and barbs were randomly measured and all barbs met with the requirements. In addition, the loops were as expected.